Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Tandem technical support advised customer to load a new cartridge to resolve issue, but customer declined staying on the line to determine if loading a new cartridge would resolve the issue. There was no adverse impact to the customer's blood glucose level.